Manufacturer narrative:
(B)(4)

Event description:
During the procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The device is used. It is a year old. T1, t2 and suture was returned. The suture was looped around t1 lengthwise and cinched. The delivery needle has been bent almost flat. It is so flattened that it not representative of a curved needle device. It appears more as a straight needle configured device. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Straight configuration delivery needle products are available for alternate approach procedures. Functional test confirmed that the devices cycled and actuated as expected. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.